Event description:
It was reported that the tie strap holes broke on three (3) size 4 pt, pediatric tracheostomy tubes. Pt reportedly experienced minor trauma and distress when device placement was compromised. On all three occasions, the 4pt devices were removed and pt was reintubated with no further problems. Conflicting info rec'd regarding length of time that the devices were in use. In all three events the devices were reportedly changed out monthly and then reused for an unk period. There was one (1) pt involved. One (1) 4pt device was returned to the MFR for decontamination, analysis and investigation.